Event description:
It was reported the 2nd anchor did not deploy on 2 anchor.

Manufacturer narrative:
Examination was not possible, as the devices have not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.